Event description:
It was reported that within a few months of implant, the atrial lead was found to have dislodged. The lead was repositioned. A few months later, the lead was found to have dislodged again. The lead was subsequently cut, capped, and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: a proximal segment of the lead was returned and was analyzed. No anomalies were found. Concomitant products: 6935 implantable tachy lead - 2011 (B)(6); 4195 implantable pacing lead - 2011 (B)(6). (B)(4).